Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii unraveled. A replacement unit was used to complete the proceure. The hospital did not report any pt effects. The product is returning. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. A log history record review could not be completed, since the lot number was not reported. (B)(4).